Manufacturer narrative:
Unit had missing display window cover, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was missing and the crystal on the screen was cracked. Customer reported that the reservoir was able to locking in place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.